Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. E1: initial reporter city: (B)(6).

Event description:
It was reported that difficulties removing the catheter occurred. A 4.50 x 8mm synergy megatron stent encountered removal difficulties into a 6f guide catheter post stent delivery balloon deflation. The synergy megatron and 6f catheter were removed together. No patient complications occurred.